Event description:
Medics responded to cardiac arrest call, patient had been down for a long time. Reportedly when the operator tried to charge the defibrillator, a connect electrodes message was displayed. The operator tried unsuccessfully to clear the connect electrodes message. The patient was not resuscitated. The reporter states patient outcome not affected by device operation. The assessment based on evaluation of patient's lack of viability.